Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. The harmonic ace instrument has not been received for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fragments fell into the patient from the harmonic ace instrument. The fragments were retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage noted. The surgeon was dissecting when the fragment fell into the patient. The surgeon did not notice any issues with the functionality of the instrument prior to the breakage. There was no instrument collision. All fragment(s) were retrieved during the same procedure, which was confirmed by visual inspection. No additional surgical procedure was required. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complication related to retaining a foreign object. The instrument and fragment(s) were available for return. No photos or video were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.564" x 0.086" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Section d was updated to reflect the returned primary product.

Event description:
Refer to h11 for follow-up information.